Manufacturer narrative:
4 of 4 devices were returned for evaluation. Evaluation of 2 devices found normal chuck wear and the turbines needed to be replaced. The devices were repaired and returned to the customers. Evaluation of 1 device found chuck wear and lack of maintenance. The device was cleaned of debris and the turbine was replaced. The device was repaired and returned to the customer. Evaluation of 1 device found chuck wear, lack of maintenance, and lack of lubrication. The device was cleaned of debris and the turbine was replaced and the device was properly lubricated. The device was repaired and returned to the customer.

Event description:
This report summarizes 4 malfunction events where a midwest stylus plus handpiece would not hold burs. No injury resulted in any of the events.